Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The uninterruptible power supply (ups) batteries were replaced and the representative confirmed over 5 minutes of battery life. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure the mobile view station (mvs) on the imaging system was not holding a charge. The mvs would shut down after being unplugged from the wall. There was no patient present when this issue was identified.